Manufacturer narrative:
Used sample was returned for evaluation. Visual inspection observed a "v" shaped tear on the surface of the cuff. Reporter stated the leak check was performed prior to use with no leakage found. It is important to note that all tracheal, tracheostomy tubes are tested following assembly, prior to packaging. The most probably root cause for this event is that the cuff became damaged during use. Although these devices are designed to be as robust as functionally possible, there is an inherent risk of the cuff becoming damaged when using any tracheostomy product and is not necessarily evidence of device failure. The instructions for use warn to guard against cuff damage by avoiding contact with sharp edges.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after an unknown amount of time in use with the listed device, air leakage was found. No adverse health outcome resulted from this event.